Event description:
The user facility reported impella 5.5 support was ongoing when the automated impella controller (aic) screen went blank. The aic screen did restore itself and to date the console has not been replaced. No harm or injury was reported. The pump remained on for support. The patients outcome is stable.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.